Manufacturer narrative:
The system and footswitch were examined and the reported event was not replicated. The system and footswitch were tested and found to meet product specifications. The associated system was manufactured on july 21, 2014. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Actions taken. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4)

Event description:
A customer reported that irrigatin would not stop and the phacoemulsification did not work during a surgery. Patient impact is unknown.additional information has been requested but none has been received.